Event description:
Received email from account stating that the bed experienced an unintentional movement of the head up function. Account stated that he installed the pcm board but is now getting a communication error.

Manufacturer narrative:
Several attempts were made to contact the account for resolution of this issue without success. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.